Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) hybrid - shorting, low resistance. The cause of the multiple resets was a solder bridge on the d486 u1 integrated circuit.

Event description:
It was reported that the device had two pors (power on reset). Device explant was recommended. The patient was not symptomatic with the device resets, and no patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.